Manufacturer narrative:
Patient information was unavailable from the site. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that while operating the joystick with a microlink, video and plans could not be activated. During the procedure, the issue was resolved by restarting the system. After restarting the system, the registration accuracy changed from 2.1 mm to 79.2 mm (using only with tracer registration). During the procedure, the site discontinued the use of the navigation as a result of lack of trust. The surgery was completed and there was no impact on patient outcome. During inspection, the reproducibility of the joystick issue was observed. The issue was resolved after a reboot. Technical services (ts) informed the medtronic representative that the issue was that the microscope was not getting the hud injection. This was resolved with a reboot. The reproducibility of the inaccuracy issue was also observed during inspection. The data upon registration and the data on the accuracy check screen fluctuate. More fluctuations resulted when using the same registration data with previous registrations. The software investigation determined that this issue is consistent with a known software issue.